Event description:
The connection end is broken. Was not discovered until post op xrays - going back into surgery (B)(6) 2012 or (B)(6) 2012 to remove broken piece.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. The investigation could not draw any conclusions about the root cause of the fracture, however heavy usage overtime and or user error / misuse could be contributing factors. CAPA (B)(4) was initiated to look into the potential redesign of the product as well. Based on the investigation findings, the need for additional corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.